Event description:
According to the reporter, the legs are breaking off of the matrix neuro compact module, when used as a stand alone device.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Visual evaluation noted that one foot near the mesh plate tray was broken at the base of the case. The other three foot features were attached to the base. Physical dimensional verification was found impossible due to the damage exhibited by the instrument. A device history record could not be done because no lot number was provided.